Event description:
A customer reported to an olympus representative that during a transurethral resection of the prostate (turp), a resection sheath had a damaged ceramic tip and part of the device broke off in a patient. The device was inspected prior to procedure. The part was retrieved using another device. There was no time delay reported. A po x-ray was completed in the operating room (or) to verify any retained parts. No adverse events reported. It was reported that the outer sheath was outside the inner sheath, the device that broke. The procedure was completed with another device. This report is being submitted for the ceramic tip of a resection sheath broke, a part fell in patient, and the need for the physician to do additional radiological examination to confirm the broken device pieces. Attempts to retrieve additional information from the customer are in progress.